Event description:
An attempt was made to advance an endeavor resolute 2.50 mm x 24 mm rapid exchange (rx) drug eluting stent in the patient however the stent dislodged before reaching the target lesion. The stent remains in the patient. It was confirmed that the stent was inspected prior to use with no issues noted. No additional clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4): results: (stent dislodgement), (no device received for evaluation). Results and conclusion: (lesion morphology).